Event description:
Spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("possible perforated them, inner coils pushed through the outer coil and are pressing on my fallopian tubes") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil bent/ stretched at 90 degree angle" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), weight increased ("weight gain that I can't lose"), menorrhagia ("heavy periods") and dysmenorrhoea ("painful heavy periods"). The patient was treated with surgery (hysterectomy). At the time of the report, the fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and dysmenorrhoea outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and weight increased with essure. The reporter commented: an intervention/ hospitalization was mentioned but not specified and/or assigned to one of the events. Having hysterectomy soon to remove everything. Most recent follow-up information incorporated above includes: on 30-aug-2018: case correction; additional seriousness criteria added for event fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 30-aug-2018. The most recent information was received on 07-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("possible perforated them, inner coils pushed through the outer coil and are pressing on my fallopian tubes") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil bent/ stretched at 90 degree angle" on (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), menorrhagia ("heavy periods") and dysmenorrhoea ("painful heavy periods") and was found to have weight increased ("weight gain that I can't lose"), 2 days after insertion of essure. At the time of the report, the fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and dysmenorrhoea outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and weight increased with essure. The reporter commented: an intervention/ hospitalization was mentioned but not specified and/or assigned to one of the events. Having hysterectomy soon to remove everything. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("possible perforated them, inner coils pushed through the outer coil and are pressing on my fallopian tubes") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil bent/ stretched at 90 degree angle" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), weight increased ("weight gain that I can't lose"), menorrhagia ("heavy periods") and dysmenorrhoea ("painful heavy periods"). At the time of the report, the fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and dysmenorrhoea outcome was unknown and the weight increased had not resolved. The reporter provided no causality assessment for dysmenorrhoea, fallopian tube perforation, genital haemorrhage, irritability, menorrhagia and weight increased with essure. The reporter commented: an intervention/ hospitalization was mentioned but not specified and/or assigned to one of the events. Having hysterectomy soon to remove everything. Most recent follow-up information incorporated above includes: on 30-aug-2018: case correction done: product problem is un-ticked, seriousness criteria for fallopian tube perforation- hospitalization is added, and intervention required is deleted. Surgery as a treatment is deleted. Narrative modified as per present information in the case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.